Event description:
It was reported that the device would not operate on battery source. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure to operate on battery. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly at the failure analysis center and observed no ac operation. Physio determined the root cause for the reported malfunction to be a failure of the power supply module's ac power supply, the q6 transistor was shorted and a fuse open.